Event description:
I underwent the s.u.I. Surgery in which they implanted the lynx mid urethral pubovaginal sling on (B)(6) 2009. Now I have more serious problems with my bladder. I have experienced the following: bladder pains, bladder infections, pain during sexual intercourse, and my legs sometimes get numb. I have been to the doctor for my problems with my bladder, but all he did was prescribe pain medication. I have been in constant pain everyday since the surgery.